Event description:
Customer reported the alarm has no power even after the batteries have been replaced with a new supply. No visible damage to the outside of the alarm was reported. Customer could not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Eval results: eval of the returned product did not confirm the reported issue; the alarm does not power on. However, the alarm does not sound when weight is removed from the sensor pad or when the sensor is unplugged from the alarm. There was no physical damage to the alarm case. (B)(4).